Event description:
Four months post orbital atherectomy treatment, the patient experienced a cardiac arrest. The patient expired. The clinical event committee reviewed the images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to the patient death.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).